Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 175 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, customer was adding/removing insulin from previously used cartridges to new cartridges.